Event description:
When removing a parcel catheter from the patient it was noted that the blue coating surrounding the pacing lead had cracked exposing the silver wire. On (B)(6) 2025, a patient underwent surgery with aortic valve bioprosthesis (upper segment incision), sinus of aorta repair (abscess repair), and cardiopulmonary bypass. On (B)(6), during removal, the blue coating surrounding the pacing lead was found to have cracked, exposing the silver wire. The procedure was completed with no adverse patient consequences. Per the pace flow directed pacing catheter instructions for use, temporary pacing leads which are indwelling for extended periods of time (greater than 72 hours) should be routinely evaluated and replaced as needed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported crack could not be conclusively determined.